Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged into the ve ntricle. Severe paravalvular leak (pvl) and mitral valve interaction was reported. The valve was being utilized in a patient with an aortic annulus perimeter of 100.9 as the physician's were aware that it was outside of the instructions for use (IFU). The physician's decided that a surgical valve would be a better choice and the transcatheter valve was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A duplicate report was identified. Regulatory rep #:2025587-2022-00020 is a duplicate record. All additional information will be reported in here. If information is provided in the future, a supplemental report will be issued.